Event description:
It was reported that t wave oversensing and r wave double counting recorded as non sustained right ventricular (rv) episodes were observed on the implantable cardioverter defibrillator (ICD). Programming changes were made. The patient was stable before and after programming.